Event description:
The reviewed literature article contained a study of 46 implanted shunts. The shunts consisted of unspecified medtronic catheters and unknown valves. The source literature reported 7 shunt infections and 9 shunt obstructions/malfunctions.

Manufacturer narrative:
(B) (4). These reportable events were identified during review of scientific literature. The article contained only limited and non-specific device and patient information. Contact with the corresponding author has been unsuccessful in yielding additional information on individual events. The events reported in the source literature could not be matched to information previously reported to medtronic neurosurgery. The described failure rates were within expected ranges for csf shunting procedures. Aryan he, hal sm, min sp, et al. Initial experience with antibiotic-impregnated silicone catheters for shunting of cerebrospinal fluid in children. Childs nerv syst 2004 october;21:56-61.